Manufacturer narrative:
Received one(1) used list# unknown plumset. As received the incoming tubing of the y-clave was observed to be split. The damaged area shows clean edges with thinned out tubing around the split. No additional damages or anomalies observed. The complaint of leakage can be confirmed due to the damage observed. The probable cause of the damage is due to over pressurization during use.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved an unspecified primary plum set with unknown item number and unknown lot number. It was stated there was a leaking in the tube while in procedure. There was patient involvement, no patient harm and no delay in therapy